Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse thought the fos was zeroed prior to insertion but noted there is no signal coming from the fos after insertion of the intra-aortic balloon (iab). The staff then tried to switch over to the xducer, but there was still no ap signal. As a result, the intra-aortic balloon pump (iabp) was switched out for a new iabp, but there was still no signal from the fos. The staff switched to utilizing the xducer and the patient is being well supported. There is no report of patient complications, serious injury or death.

Event description:
It was reported that the nurse thought the fos was zeroed prior to insertion but noted there is no signal coming from the fos after insertion of the intra-aortic balloon (iab). The staff then tried to switch over to the xducer, but there was still no ap signal. As a result, the intra-aortic balloon pump (iabp) was switched out for a new iabp, but there was still no signal from the fos. The staff switched to utilizing the xducer and the patient is being well supported. There is no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of ap signal loss is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.